Event description:
Patient presented to the physician with the stimulation lead partially exposed. Physician brought the patient into the or, repositioned the stimulation lead, and closed. This resolved the issue.